Manufacturer narrative:
(B)(4). Product line has addressed all design control requirements and shown the device has met the predetermined requirements and that hose requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states, "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of the resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels". "Under fluoroscopy and after verification of iliac leg graft position, loosen pin vise and retract inner cannula to dock tapered dilator to gray positioner. Tighten pin vise. Maintain sheath position while withdrawing gray positioner with secured inner cannula". The provided ipg images were examined and it was noted that the sheath of the delivery system appeared to be accordioned, per the customer's report. Product lot records were reviewed for this device, no notable observations were made in regards to product quality. The info available in the complaint file, the device IFU, qera, and complaint history were reviewed as part of the investigation. The risk remains acceptable with inclusion of this event. The failure mode assigned to this case is difficult to remove. By report, the force to pull the gray positioner and the force to push the sheath, the sheath became deformed as accordion shape. The reported damage to the sheath was observed by cook quality engineering personnel during upon review of provided pictures of the used device, the device itself was not returned. It appears in this case that the user advanced the sheath during removal of the gray positioner, at which time the sheath became caught or pinched on the internal seal stent of the iliac leg stent graft, resulting in the accordion shape of the sheath. The IFU specifically states to maintain sheath position, during this step in the deployment sequence. Review of lot records did not note any issues in regards to product quality that may have contributed to this event. The root cause in this case is related to user technique. There is no evidence to suggest that the device design or functionality contributed to this event. No add'l actions required at this time. Per qera, add'l action is not required at this time based on the associated risk. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
A (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The landing site of both eia were approx 10mm. Both fa were approx 8mm. After coil embolization of both internal iliac arteries, a main body was placed without problem, then a zenith flex iliac leg graft was placed in contralateral side without problem. However, the physician experienced retraction difficulty of the dilator into the sheath. It got stuck at the sealing stent of the placed iliac leg graft. Due to the force to pull the gray positioner and the force to push the sheath, the sheath became deformed as accordion shape. The whole delivery system was removed without damaging the vessels. The distal end of the iliac leg graft didn't seem to be expanded well, so ballooning was performed, and an iliac leg graft was placed in the ipsilateral side and the procedure was completed. The pt did not experience any adverse effects due to this occurrence.